Manufacturer narrative:
(B)(4). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the customer that they have experienced the intra-aortic balloon (iab) catheter unwrapping before it is placed in the sheath. The customer understands that after reading the instructions for use that they may have pinpointed what they are doing wrong. There has been no injury or harm to the patient.